Manufacturer narrative:
The provided lot number is invalid. Therefore, the product exiration date, manufacture date, and UDI could not be found.

Event description:
The patient reported that the needle button released on their v-go 30 within the last month. The patient had to use injections to get her insulin. The device is not available for return to the manufacturer for evaluation.